Manufacturer narrative:
H3: one device was returned for repair in used condition. Visual inspection found the device was in good condition. The pump's downstream occlusion (dso) trip point was tested and was found to deliver out of specification. The primary problem was replicated with the cause of the dso trip point too high. The sensor would be calibrated to correct the problem.

Event description:
It was reported that there was an overpressure indicator. There was unknown patient involvement.